Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after supplies were changed. There was no patient involvement as the customer was not using the pump when the occlusion alarm occurred. As the occlusion alarm had occurred in the past and the customer had removed the pump supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.